Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited noise on the atrial channel resulting in inappropriate auto mode switch episodes. The device was reprogrammed. Patient was asymptomatic.